Event description:
The customer reported that the 9800 system had half the image on the monitor was black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired during the service call. The system was tested and found to be working as intended and put back into service.